Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement. The patient underwent surgical intervention to reposition the lead and the helix presented extension/retraction issues. Once the lead was properly positioned there were high impedance measurements, then the physician decided to replace the lead. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement. The patient underwent surgical intervention to reposition the lead and the helix presented extension/retraction issues. Once the lead was properly positioned there were high impedance measurements, then the physician decided to replace the lead. No additional adverse patient effects were reported. Device was returned and analyzed.

Manufacturer narrative:
This supplemental report was filled to provide device evaluation results, as a result, fields b5 and h6 were updated. A correction was made to field d2. Patient code 3191 captures the reportable event of surgery. This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems. Related to the dislodgement observation, inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. Finally, related to the high impedance observations, allegations were not confirmed, based on normal lead resistance measurements, a passing hipot test and inspection that showed no conductor fractures.